Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that, "dr was getting ready to put in the lag screw and as he was connecting the lag screw to the lag screwdriver, he noticed the threaded tip of the inner sleeve of the lag screwdriver was bent and not allowing the lag screw to connect properly. We opened the other gamma instrument set and used that lag screwdriver and completed the case successfully."